Manufacturer narrative:
Investigation into this event showed that the well wash system was not operating as intended. The field engineer replaced the well wash motor, rebuilt the reagent metering pump and aligned reagent metering. Following repairs to the system, acceptable results were obtained. Further investigation revealed that the false positive patient results have all been generated on the night shift. The results observed are consistent with pre-analytical sample handling errors, as the initial results for the samples are above the url, while repeat testing after sample are allowed to sit or are re-spun generate results lower than the url. The customer follows testing algorithm a. In one case, the initial results generated a spread check error. The result was released prior to retesting, as mandated by the testing algorithm. The root cause of this event was user error. The root cause of the event was a combination of user error and instrument-related issues.

Event description:
A customer observed multiple falsely elevated troponin I results for patient samples, as well as imprecise qc results. The biased results were reported and questioned by a physician. Corrected reports were issued. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.